Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure to treat hemostasis for gastric ulcer bleed performed on (B)(6) 2024. During the procedure, the clip did not deploy and despite the doctor's efforts to deploy the clip, it was finally detached from mucous resulting in the injury of the mucous. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure to treat hemostasis for ulcer bleeding performed on (B)(6) 2024. During the procedure, the clip did not deploy and despite the doctor's efforts to deploy the clip, it was finally detached from mucous resulting in the injury of the mucous. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on october 15, 2024: it was reported that the anatomy location was in the stomach during an esophagogastroduodenoscopy (egd) procedure.

Manufacturer narrative:
Block h2 (correction): section e has been updated based on the information that was identified on (B)(6) 2024. Block h2 (additional information): block b5 has been updated based on the information that was received on october 15, 2024. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.